Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned to olympus for evaluation, and the root cause could not be identified. The 15-minute delay did not cause any health hazard to the patient. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had very dark images regardless of the scope used. The issue occurred during preparation for use in an unspecified colonoscopy/endoscopy procedure. There was a 15 minute delay to the procedure, but the procedure was completed in a different room. There were no reports of patient harm.